Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.215" x 0.671" was found to be broken off the yaw pulley. The broken piece was not returned with the instrument. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the cobra grasper jaw was broken. The procedure was completed with no reported injury.